Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination used was approved by zimmer. Review of incoming information: it was reported that the devices were implanted on (B)(6) 2007 and revised on (B)(6) 2015 due to instability and breakage. X-rays: several not dated x-rays (paper copies only) have been provided for review. Comparing the information with what is documented in the surgical report, the x-rays shows most probably the broken revitan stem right before revision surgery and the wagner stem after revision. Due to poor quality of the images it is very difficult to determine the quality of the bone, however, as described in the revision report, the greater trochanter was removed and is therefore not visible on the post-revision x-rays. The inclination angle of the cup is around 56°. However, since the x-rays performed right after revitan implantation are not available, it is very difficult to determine if the revitan was correctly implanted. Surgical reports: implantation report, dated (B)(6) 2007: patient received a tha on left hip in 2006. Patient was feeling chronic pain. Staphylococcus epidermis found in the hip joint with high risk of severe infection. Therefore, it was decided to revise the tha and place a revitan revision stem. Cup and insert were removed without effort. It is stated that the stem is exposed 1cm above trochanter top and is extremely good fixed. Revitan revision report dated (B)(6) 2015: broken revitan stem at level of connection pin, revised and substituted with a wagner stem. No cup revision. Wear particles found during revision. Strong osteolysis in trochanter major found. Distal part fully connected with bone. No other conspicuous information stated in the report. Possible causes for the reported event according to dfmea: line 5 : fracture of implant -> due to insufficient fatigue strength of material and design. Line 6 : fracture of implant -> due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction). Line 14 : failure / fracture of implant or connection -> due to mechanical properties of the material different from specified properties (quality requirements). Line 16 : fracture of implant -> due to micro cracks due to laser marking in high stressed implant areas . Line 20 : fracture / damage /loosening of implant -> due to wrong behavior of patient, high patient activity, patient disregards limits of the device. Line 23 : fracture of implant -> due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic). Line 24 : failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction -> due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products. Line 25 : failure of connection between taper on the proximal part and ball head, fracture of component, foreign body reaction -> due to inadequate material pairing between taper on the proximal part and ball head leading to corrosion and release of corrosion products. Line 35 : fracture of implant -> due to damage of stem during implantation. Line 36 : failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles -> due to wear between connecting pin and proximal part due to bone (third body wear). Line 37 : failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles -> due to wear between taper on the proximal part and ball head due to bone (third body wear). Line 43 : migration and/or loosening of implant, stem breakage due to missing prox. Bone support and heavy and active patient -> due to surgeon unfamiliar with the correct indications and contraindications. Line 46 : failure of connection between taper and ball head, breakage of stem, dislocation -> due to wrong selection of ball heads due to unknown compatibility list. Line 52 : stem fracture -> due to use of longer than l(+4) heads on straight ø14 stems. Line 62 : loosening or fracture of components -> due to patient with high body weight leading to increased wear. Line 69 : loosening or fracture of implant -> due to insufficient bony support of implant. Line 75 : mal-function of tha (wear, fracture, dislocation etc.) -> due to off label use, combination with competitor products. Comparison to investigation results whether it is possible and justification: line 5 : not possible -> not possible as according to the complaint summary an adverse trend due to inadequate design would have been detected. Line 6 : possible -> product not returned, cannot be excluded. Line 14 : not possible -> material compatibility specification certify the suitability of the material and the documents of material for lot 2390901 indicate that there was no material fault. Line 16 : not possible -> breakage occurred far away from laser markings. Line 20 : possible -> patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Cannot be excluded. Line 23 : not possible -> material compatibility specification certify the suitability of the material and the documents of material for lot 2390901 indicate that there was no material fault. Line 24 : not possible -> material compatibility specification certify the suitability of the material and the documents of material for lot 2390901 indicate that there was no material fault. Line 25 : not possible -> material compatibility specification certify the suitability of the material and the documents of material for lot 2390901 indicate that there was no material fault. Line 35, 36, 47 : possible -> product not returned, cannot be excluded. Line 43 : possible -> implantation x-rays were not available, full patient history is unknown. Therefore bone conditions are unknown. Full familiarity with indication and contraindications cannot be determined. Line 46, 52 : not possible -> component are compatible. Line 62 : possible -> patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Cannot be excluded. Line 69 : possible -> patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Cannot be excluded. Line 75 : not possible -> component are compatible. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4). Note: the actual device reported in section d is not marketed in USA, but devices with similar characteristics (fitmore hip stem) are marketed in USA, and therefore this report was filed.

Event description:
It has now been reported, that a patient is pursuing a product liability claim. It was reported that the patient was implanted a revitan dist. Curved 16/200 on (B)(6) 2007. The patient underwent a revision surgery on (B)(6) 2015 due to instability and breakage.

Manufacturer narrative:
The complaint was reopened due to addtional information as followed received on february 12, 2016: cracking noise noticed during walking, resulting in heavy pain; patient weight: (B)(6); patient height: (B)(6); patient bmi: (B)(6). Acoording to this information the following fields have been updated: in the investigation results, "review of incoming information" and "review of dfmea" have been updated as followed: review of incoming information it was reported that device was implanted on (B)(6) 2007 and revised in (B)(6) 2015 due to instability and breakage. [Si (B)(6) 2016] it is reported that the cracking noise was noticed during walking, resulting in heavy pain. The patient is obese: (B)(6) which results in bmi: (B)(6). Possible causes for the reported event according to dfmea: loosening or fracture of components -> due to patient with high body weight leading to increased wear. Comparison to investigation results whether it is possible and justification: possible -> patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Cannot be excluded [si (B)(6) 2016] possible, as the patient is obese: (B)(6) which results in bmi: (B)(6). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported addtionally on (B)(6) 2016, that patient noticed cracking noise during walking wich resulted in heavy pain.

Manufacturer narrative:
The complaint was reopened as new documents were received (x-rays, medical records) on october 17, 2016. In the investigation results, "review of received data" , "possible root causes" and "conclusion summary "have been updated as followed: review of received data: 3 x-rays dated (B)(6) 2007 and 4 intraoperative screenings during the revision surgery dated (B)(6) 2015 were received for review. The ap view x-ray taken 2 months after the implantation revitan stem shows that the tip of the proximal part revitan is above the tip of the greater trochanter. Slightly dark lines at the acetabular cup surface can be seen. However, since there are no x-rays taken right after the implantation it is not possible to comment on these lines. Intraoperative screenings show the newly implanted wagner stem with cerclage cabels around it. No noticeable abnormalities. Review of product documentation: in the surgical technique for revitan curved stems it is stated that "the distal component is selected on the basis of length and thickness, in order to realize this circular surface fixation. As the proximal component, one sketches in the component that permits the center of rotation to rest at the level of the greater trochanter tip, that is, perpendicular to the centro-medullary axis. As it is stated in the surgical report that the stem was 1 cm above the greater trochanter tip and the x-rays taken couple of months after the implantation also show that the stem is above the trochanter tip, it can be concluded that the surgical technique was not correctly followed. This might have contributed to the missing bone support in the end. Possible causes for the reported event according to dfmea and comparison to investigation results whether it is possible and justification: line 5 : fracture of implant due to insufficient fatigue strength of material and design not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Moreover, biomechanical reports and the raw material certificate certify the fatigue strength of the material. Line 6 : fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) possible: product not returned, cannot be excluded. Line 14 : failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements). Not possible: material compatibility specification certifies the suitability of the material and the documents of material for lot 2390901 indicate that there was no material fault. Line 16 : fracture of implant due to micro cracks due to laser marking in high stressed implant areas. Not possible: breakage occured far away from laser markings. Line 20 : fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity, patient disregards limits of the device. Possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Cannot be excluded. Line 23 : fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic). Not possible: material compatibility specification certifies the suitability of the material and the documents of material for lot 2390901 indicate that there was no material fault. Line 24 : failure of connection between proximal and distal part and conical nut, fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products. Not possible: material compatibility specification certifies the suitability of the material and the documents of material for lot 2390901 indicate that there was no material fault. Line 25 : failure of connection between taper on the proximal part and ball head, fracture of component, foreign body reaction due to inadequate material pairing between taper on the proximal part and ball head leading to corrosion and release of corrosion products. Not possible: material compatibility specification certifies the suitability of the material and the documents of material for lot 2390901 indicate that there was no material fault. Line 35 : fracture of implant due to damage of stem during implantation. Possible: product not returned, cannot be excluded. Line 36 : failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear). Possible: product not returned, cannot be excluded. Line 37 : failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear). Possible: product not returned, cannot be excluded. Line 46 : failure of connection between taper and ball head, breakage of stem, dislocation due to wrong selection of ball heads due to unknown compatibility list. Not possible: components are compatible. Line 62 : loosening or fracture of components due to patient with high body weight leading to increased wear. Possible: patient bmi = (B)(6) (obese class I). Might have led to increased wear. Line 69 : loosening or fracture of implant due to insufficient bony support of implant. Possible: revision surgery report dated (B)(6) 2015 indicates strong osteolysis at the greater trochanter. Implantation surgery report also states that the tip of the proximal part revitan is 1 cm above the tip of the greater trochanter, which is confirmed by the x-rays. Line 75 : mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products. Not possible: components are compatible. Conclusion summary: the product was not returned for the investigation. Possible causes for the breakage of the connection pin include the material damage occurred during the impaction load while assembling, high bmi of the patient (B)(6) and implantation position of the stem. The tip of the proximal part revitan was 1 cm above the tip of the greater trochanter, as confirmed by the x-rays. The revision surgery report indicates the absence of bony support. It is not known whether there were other factors influencing the circumstances of the fracture. Since it is unknown to which extent the above mentioned possible causes favored or triggered the failure of the system a clear root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a revitan dist. Curved 16/200 on (B)(6) 2007. It was reported that the patient noticed cracking noise during walking on (B)(6) 2015 which resulted in heavy pain. The patient underwent a revision surgery on (B)(6) 2015 due to instability and breakage.

Event description:
The pt is pursuing a product liability claim. It was reported that the pt was implanted a unk winterthur hip on (B)(6) 2007. The pt underwent a revision surgery in (B)(6) 2015 due to instability and breakage. (B)(6) 2015 was taken as explantation date.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with an available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all info concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation results be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).